Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump was not alarming for low battery warnings. This complaint is being reported because the patient missing a low battery alarm could cause the pump to stop delivering insulin without their awareness. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump¿s black box showed a cs128 alarm had occurred. During investigation, the pump powered on with both vibration and auditory alarms functioning properly. A cs 128 alarm was simulated and the pump gave the appropriate audible cs128 alarm. The pump¿s cover was removed and no intermittent condition was found to the piezo circuit. The complaint of an audio tone issue was not able to be duplicated during investigation.